Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced high and low blood glucose levels over the weekend, and was hospitalized for low blood glucose levels. No blood glucose reading was reported. The caller asked if the insulin pump could've caused the event. Troubleshooting could not be conducted as the customer was not present at the time of the call, and he was wearing the insulin pump. Advised the father to call back for troubleshooting. Nothing further was reported.